Manufacturer narrative:
An event of aortic valve insufficiency with leakage was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2011, a septuagenarian was implanted with a 23mm trifecta valve and concomitant bypass surgery. No information was made available on the patient course between the time of implant and the presentation at the hospital on (B)(6) 2017. At which time, findings consistent with cardiac decompensation due to aortic valve insufficiency with significant paravalvular leak were noted by echo (report was requested but not made available). Additional findings included occlusion of the rcx bypass graft and pleural effusion. Per report the patient died on (B)(6) 2017 due to multi-organ failure. (Clinical study patient ID: (B)(4)).